Event description:
It was reported the patient's ipg had reached end of service, as a result the patient lost therapy. Surgical intervention took place on (B)(6) 2022 where the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The codes have been corrected to reflect normal battery depletion. The reported observation of ¿ipg replacement, reached eos¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion.